Event description:
Boston scientific crm received that this dextrus atrial lead dislodged. The lead was repositioned in a revision procedure, however, it dislodged again. In another revision the lead was explanted and replaced by a new lead. When removed the lead was noted with a lot of tissue in the helix. No adverse pt effects were reported. Implant, explant and event dates were not made available.